Manufacturer narrative:
Upon disassembly for visual inspection the service technician observed motor corrosion and bearing damage.

Event description:
It was reported that the micro sagittal saw overheated at the user facility; the user facility was not able to provide any further information regarding the reported event. Once the micro sagittal saw was returned to stryker instruments for service, a service technician found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.